Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained via: where was the needle grasped prior to the needle breakage (i.e. Swage, middle or tip)? In the middle. Were x-rays taken to locate the needle piece(s)? No. Was the needle piece retrieved during the same procedure? Yes. What was the size of the needle used? 36mm. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that a patient underwent a laceration closure procedure on (B)(6) 2021 and suture was used. During the procedure, the needle broke off while used through the perianal muscle. Needle was removed and new needle used. No adverse patient consequences were reported. Additional information was requested.